Event description:
It was reported that "final tightened blocker and it split in half. One big crack on one side. Had good purchase - left in place."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.